Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the drawer was not detected on the bus. The field service engineer (fse) accessed the station remotely and found the customer in the process of recovering the drawer. The customer successfully recovered the drawer after performing a reboot. The system functioned as intended after the field service engineer repaired the device.